Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient required a revascularization. The lesion being treated was located in the right posterior descending artery. The physician implanted a 2.75x38mm taxus liberte stent. In (B)(6) 2011, had a revascularization of the target lesion.

Event description:
It was further reported that the lesion in the index procedure was predilated and post dilated with an apex 2.5x12mm balloon catheter. The lesion was 80% stenosed pre-procedure. The patient was discharged on plavix and aspirin. At the time of the event, the patient had a history of 2-3 weeks of intermittent chest pain worse when active. The lesion at the time of the intervention was 70% stenosed in the proximal svg -pda and was treated with a 3.0x23mm non-bsc stent. The study stent showed no re-stenosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).